Event description:
The customer reported that a prolumen device was inserted into the patient's graft and the s wire broke off upon activation of the device. No patient complications were reported.

Manufacturer narrative:
The product was returned and evaluated by our quality department. The s wire was broken off and bent. The coils of the s wire were collapsed at the locations of the break and bend. It is evident from the bend in the s wire and the collapsed coils that the s wire got caught on something. The s wire could possibly have gotten caught on the vessel wall. Advancing and/or retracting the caught s wire while activated could cause the s wire to fold over and weaken, resulting in the s wire breaking off. Please note that step 7 of the suggested procedure section in the prolumen instructions for use warns that the device should not be advanced beyond the anastomosis (into the vessel). During the manufacturing process, samples are inspected from each lot of prolumen to assure that there are no deviations from the specifications. We have reviewed the manufacturing records of this lot of prolumen. Our review of these records indicated no relevant deviation from specification for this production lot.